Event description:
When downsizing the femoral component from an 8 to a 7, the surgeon commented that more bone was cut than the 3mm it was supposed to cut. In inspecting the blocks after the case it looks like a size 9 block is labeled as a size 8 block.

Manufacturer narrative:
Per (B)(4) final report: the relevant device manufacturing records have been identified and reviewed. It was found that this device was manufactured as a batch of 5. Following this feedback, corin have initiated a project to implement any necessary corrective / preventative actions to negate a repeat of such issues and thus this case is now considered closed. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) initial report: during a surgery, it was identified that a size 9 unity 4:1 cutting block was incorrectly marked as a size 8. This device was manufactured as a batch of 5. The location of 4 of the parts of this batch has been identified. The location of the last part is under investigation. The appropriate device details have been provided and the device manufacturing records will be reviewed. Details of the review will be provided in a supplemental report upon completion of the investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
When downsizing the femoral component from an 8 to a 7, the surgeon commented that more bone was cut than the 3mm it was supposed to cut. In inspecting the blocks after the case it looks like a size 9 block is labeled as a size 8 block.